Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 582 mg/dl with high ketones, but was not identified as life threatening; cause was unknown. Elevated bg was addressed via a correction bolus. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer was instructed to consult with their healthcare provider regarding elevated bg.